Manufacturer narrative:
The insulin pump passed the basic occlusion, occlusion, priming, excessive no delivery and displacement tests. There was no unexpected no delivery alarm or prime anomaly on the device. There was no anomaly with water filled syringe/infusion set during priming test. The insulin pump was received with cracked case at the display window corners, cracked reservoir tube, cracked battery tube threads and scratches on the lcd window.

Event description:
Customer's mother reported via phone call no delivery alarm and low blood glucose. Customer's blood glucose level was 47 mg/dl. Customer treated their low blood glucose with juice. Customer was advised to change the set and reservoir in order to troubleshoot. Troubleshooting for the no delivery alarm was performed. Customer advised the no delivery alarm occurred during manual prime and bolus delivery. Customer's mother advised the insulin came out faster than usual during the prime process. Customer's mother advised big drops would come out which was not normal. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.